Manufacturer narrative:
Concomitant medical products: 900sfc30 heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing was noted on stored electrograms. The device is also classifying termination of atrial arrhythmias as they appear to continue as the timing falls into atrial blanking period. The lead and device remain in use. No patient complications have been reported as a result of this event.